Manufacturer narrative:
Other, other text: evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seal was missing. The right plunger case was cracked. There was travel course- check clutch/ plunger lever error in the event history log. An occlusion test was performed. The reported product problem (travel course error) was replicated during testing. The product problem occurred because the clutch halves were not properly functioning as a result of normal wear an tear. The investigator replaced the clutch halves (left and right), leadscrew, and spring. These parts were over 8 years old. The pump underwent preventative maintenance and subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump produced a travel coarse error. The product problem was observed during testing. There was no patient involvement.